Manufacturer narrative:
(B)(4) - alarm, failure to. Posey requested the products to be returned for inspection but the customer has refused. Posey has requested to inspect the products at the facility and if more info is received a supplemental medwatch report will be sent. This info has been provided based on the user facility report # (B)(4) and more info received. (B)(4).

Event description:
Posey received a user facility medwatch report # (B)(4) which stated the bed alarm did not alarm when the pt got out of bed. On (B)(6) 2011, more info was received from the user facilities supplemental report which stated there were no creases on the mat noted by the staff, the mat was connected to the alarm system. The hospital personnel were unsure how the pt exited the bed since the pt was "found down and out of the bed". The alarm was functioning throughout the day per the day rn, and when the pt got back into the bed the alarm went off. On (B)(6) 2011, the user facility reported that they were using the nurse call system with a bed sensor pad on the alarm unit and when the pt got back into the alarm unit beeped. On (B)(6) 2011, the user facility reported the bed mat that was used was a 30 day over mattress sensor pad which was placed under the pt's buttocks. They were using the facility nurse call system and the bed alarm was not in the hold position. The reporter wasn't sure what mode the alarm was in at the time of the event however, earlier in the day the tone was being used and there were no recordings being used. It was reported that there was no pt injury when this occurred and the pt has been released from the hospital.